Event description:
The customer reported to siemens that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on two different atellica ch 930 analyzer¿s. The repeat results recovered higher than the initial result and matched the patient¿s clinical history. Both repeat results were considered correct and the repeat result from second alternate analyzer was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) recovered within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed total service visit, adjusted sample mixer, cleaned wash station probes, replaced sample arm probe, checked for leaks, adjusted light emitting diode (led) and ran lamp change procedure without replacing the lamp, ran auto-check twice, two runs of precision on creatinine. Siemens reviewed the photometer data and observed abnormal reads within the photometric reaction curve. The abnormal photometric reads were most likely caused by random bubble(s) inside or on the outside of the reaction cuvette or possibly an artifact in the water bath creating errant photometer readings which skewed the reaction curve for the sample and subsequent discordant result. Siemens evaluated the event and concluded that the bubble(s) in the reaction cuvette or artifact in the water bath that caused spurious photometer reads and potentially contributed to the falsely depressed crea_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.